Event description:
The customer reported that they had blank images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). Phone support was provided and a software patch was sent to the dealer. On (B)(4) 2012, the dealer reported that the software patch was installed and the problem was resolved. (B)(4).